Event description:
The complaint/event involved a clave¿ neutral connector that reportedly leaked during infusion, as a result of a loose/lax connection at the infusion joint at 10:00. The staff used the infusion joint during the peripherally inserted central catheter (PICC) dressing change for the patient. The device could not be used, resulting in waste of consumables. If a device cannot be used, a new infusion joint should be replaced immediately for the use of the patient. There was no report of any human harm associated with the complaint/event.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional contact information: beijing jaspar medical device co., ltd. Qiny1016@163.com.